Manufacturer narrative:
Stryker further evaluated the replaced part at the product analyses center (pac) and observed that the inserts in the therapy connector have been damaged. The cause of the reported issue was determined to be due to user error.

Event description:
The customer contacted stryker to report that paddles lead ECG is noisy/distorted on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing damaged therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that paddles lead ECG is noisy/distorted on their device. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.